Event description:
It was reported that a pta balloon ruptured during inflation within a left forearm av graft. Resistance was encountered during withdrawal through the introducer sheath. The introducer sheath and the balloon were removed together as a single unit. Upon removal, the balloon was noted to be "inverted on itself" and was protruding from the end of the introducer sheath. There was no report of pt injury.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.